Manufacturer narrative:
The meter and strips were requested for investigation. Replacement product was sent. The meter was provided for investigation where it was tested using retention controls. Control ranges: level 1: 30 - 60 mg/dl, level 2: 261 - 353 mg/dl. Results: level 1: 44, 45, and 44 mg/dl, level 2: 306, 303, and 300 mg/dl. All returned results are within acceptable range. The investigation did not identify a product problem. The cause of the event could not be determined. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable glucose results from an accuchek inform ii meter serial number (B)(4). At 8:13 a.m., the meter result was 29 mg/dl. At 8:14 a.m., the meter result was 29 mg/dl. At 8:15 a.m., the meter result was 73 mg/dl.